Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 9 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The insulin pump will be returned for analysis.